Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer booted up to an error message. The programmer booted up to an error message. It was also observed that the stylus was not working properly. It was not possible to pull log files. The floppy disk drive was replaced and log files could be retrieved. Several error codes were identified in the software history log files. The upper hinges and power cord bay were broken. The upper and lower case and left antenna were damaged and the left keyboard hinge and lower handle cover were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer booted up to an error message. It was further reported that the programmer which was returned for evaluation subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.